Event description:
It was reported that this implantable pacemaker and both non-boston scientific leads were explanted due to lead movement. The pacemaker was replaced successfully with a non-boston scientific device. This device will not return for analysis. No additional adverse patient effects were reported.